Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was insufficient power, the thickness of the skin is uneven. This occurred during surgery. There was no harm/injury to the patient or operator and no medical intervention/additional surgical procedure required. There was a delay for 10 min. An alternate device was not used. An additional unplanned graft was not taken. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 25, 2018, it was reported that there was insufficient power, the thickness of the skin was uneven. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet china on august 8, 2018 revealed that the device operated below motor speed specifications and was outside calibration specifications at all tested thickness settings. Repair of the air dermatome was performed by zimmer biomet china on august 8, 2018 which included replacement of the vespel sleeve bearing, semi-circle shaft bearing, screw, slotted screw, set screws, reciprocation arm, motor, eccentric shaft assembly, ball bearing and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet china it was noted that the device operated below motor speed specifications and was outside calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device operated below motor speed specifications and was outside calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.